Manufacturer narrative:
There was no documentation in the medical records supporting a possible association between the fresenius dialysis products and the event of peritonitis. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Event description:
The following is from the medical records provided by the patient¿s treatment facility. The patient presented to a hospital¿s emergency department with worsening abdominal pain that started one week prior, nausea, afebrile and a blood pressure of 200/86. The patient was diagnosed with spontaneous bacterial peritonitis and admitted to the hospital. The patient was treated with zosyn (piperacillin/tazobactam). On (B)(6) 2016, the patient was discharged from the hospital to home in stable condition to continue with vancomycin 1,000mg. On (B)(6) 2016, the patient¿s treatment modality was changed from peritoneal dialysis to in-center intermittent hemodialysis.

Manufacturer narrative:
(B)(4). No sample was available for investigation. According to the sap system no product is available from this lot on distribution centers to be analyzed. The entire lot has been sold and distributed. Device history record review was performed. No nonconformance reports or other abnormalities during the assembly of related lot were found. Based on this, is concluded the product involved met specifications.

Event description:
A peritoneal dialysis registered nurse reported that the patient was admitted for peritonitis. The following is from medical records received from the patient's treatment facility. The patient had his peritoneal dialysis catheter removed in (B)(6) 2015 and he was placed on hemodialysis. In (B)(6) 2015 another peritoneal dialysis catheter was placed and he returned to peritoneal dialysis. The patient presented with a few day history of abdominal pain and body aches that he thought was gastroenteritis. He started having nausea and then was a fever of 101. He has a poor appetite as well. He was treated with zosyn. He was also noted to have hyponatremia and accelerated hypertension 200/86. The patient was discharged on (B)(6) 2016.